Event description:
Wheels collapsed. Pt had to have stitches to forehead (12). Rptr is anxious to speak with MFR to assist in their investigation. They are concerned that the wheels would collapse in this manner. Rptr wonders if the wheels should be replaced periodically. The wheechair is ten years old.